Manufacturer narrative:
Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was dissatisfied with his visual acuity post intraocular lens (iol) implantation and there was feedback by the patient that his vision was blurred in both near and long-distance. There was no residual refraction result. The lens was fully inserted into the patient's eye and then explanted. There was no delay in treatment or other interventions performed. No further information was provided.